Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump had a power switch defect. The patient's blood glucose level was unknown at the time of the call. The customer did not return the product back for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube not plugged in properly. The insulin pump was also received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.